Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were taken into hospital due to low blood glucose level and on (B)(6) 2018. The customer¿s blood glucose level was over 34 mg/dl. At the time of incidence. Customer¿s current blood glucose level was 465 mg/dl which was also high blood glucose level. Customer was treated with glucose tablet. The customer was advised to discontinued the insulin pump and revert to backup plan. The device will not be returned for analysis.

Manufacturer narrative:
The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. Additional information has been received which was not included with the initial report. The information has been provided with this report. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's weight has been updated to the (B)(6).